Manufacturer narrative:
A partial lead was returned measuring 8.0 cm. For patient death. Visual examination found on anomalies other than procedural damage. No conductor fractures or internal shorts were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-15298, 2017865-2019-15299, 2017865-2019-15300. It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was related to the biventricular pacemaker system. The cause of death was unknown.